Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed high, out of range pacing impedances. An ra lead fracture was suspected. Also, noise over sensing was observed on the ra lead channel. The ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed high, out of range pacing impedances. An ra lead fracture was suspected. Also, noise over sensing was observed on the ra lead channel. The ra lead remains in service at this time, but the system was reprogrammed for pacing and sensing in the ventricle only. No adverse patient effects were reported.